Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. A new battery was installed in the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device could not be powered on. The device's readiness display showed the service wrench icon and an empty battery icon for the battery charge. There was no patient use associated with the reported event.